Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with corneal abrasion in right eye. It was reported that patient hit his right eye with hand tool. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of pain. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016 right eye pre-op 20/15 -3.00 x -.50 x 95 left eye pre-op 20/15 -3.50 x .00 x 90 bcva from (B)(6) 2016 right eye 20/60 left eye 20/15